Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 540-541 mg/dl and life threatening ketones. Prior to the hospitalization, the customer delivered a correction bolus in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital on 2022-02-09 with no permanent damage. Reportedly, the customer alleged that something was wrong with the infusion set cannula, but could not confirm what was wrong as no issues were observed with the cannula when removed. The customer changed the infusion set and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.